Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the tubes were bowed. This occurred in 2 tubes. The following information was provided by the initial reporter: defects: crooked condition of the tube. Impact: no adverse impact on healthcare professionals and patients."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for bowed tube was observed. Additionally, 30 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for bowed tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that the tubes were bowed. This occurred in 2 tubes. The following information was provided by the initial reporter: defects: crooked condition of the tube. Impact: no adverse impact on healthcare professionals and patients".